Event description:
It was reported that the bd plastipak¿ luer-lok¿ tip syringe experienced the markings on the barrel of the syringe are worn away. The following information was provided by the initial reporter: before use it was noted that the markings on the barrel of the syringe are worn away and therefore making the syringe un-useable.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?: yes. D10: returned to manufacturer on: 28-oct-2022 h6: investigation summary one sample and two photos were provided to our quality team for investigation. Through visual inspection, it was observed that very little and barely visible print was present on the syringe. The observed missing print condition was non-conforming per product specification. Potential root cause for the scale marking defect is associated with the marking process. These conditions are occurring below their expected frequency. Therefore, no corrective action is required at this time. A device history record review was completed for provided lot number 1208394. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ tip syringe experienced the markings on the barrel of the syringe are worn away. The following information was provided by the initial reporter: before use it was noted that the markings on the barrel of the syringe are worn away and therefore making the syringe un-useable.

Manufacturer narrative:
H6: investigation summary two photos were provided to our quality team for investigation. Through visual inspection, it was observed that very little print was present on the syringe. The observed missing print condition was non-conforming per product specification. The unused physical sample is required for a more in-depth evaluation of the product to determine if other contributing factors were present. Potential root cause for the scale marking defect is associated with the marking process. These conditions are occurring below their expected frequency. Therefore, no corrective action is required at this time. A device history record review was completed for provided lot number 1208394. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ tip syringe experienced the markings on the barrel of the syringe are worn away. The following information was provided by the initial reporter: before use it was noted that the markings on the barrel of the syringe are worn away and therefore making the syringe un-useable.